Event description:
The customer reported that the system displayed a low ma error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the low ma error message, but arcing at the high voltage cables and the tube was noted. He cleaned and regreased the high voltage cables. He later verified the low ma error was occuring at higher techniques. He found an overload fault occurred when performing film shot. He tested the unit and found that batteries were defective and needed to be replaced. The customer will have a third party company replace the batteries. The system operates as intended.